Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms as well as an atypical decrease in flow; although a specific cause for these events could not be conclusively determined, the observed events appear consistent with a material, such as thrombus, passing through the pump. Device thrombosis could not be confirmed through this evaluation as no images were submitted for review and the device remains in use. The submitted controller event log files captured intermittent and sustained low flow alarms from 27may2025 ¿ 29may2025, the longest of which persisted for approximately 12.5 hours. Review of the controller periodic log file captured pump parameters at baseline until an atypical decrease in flow was observed beginning on 26may2025 just prior to the onset of the low flow events on 27may2025. Of note, rotor noise, and rotor displacement values were slightly elevated, while motor power slightly decreased during the low flow events. Additionally of note, decreases in flow below 1.0 liters per minute (lpm) associated with elevated pulsatility index (pi) values, as well as decreases in power below 4.0 watts (w) appeared to be associated with low speed events due to the stored patient speed being set below the low speed limit. Beginning on 30may2025, estimated flow and motor power returned to baseline and the ppmp appeared to operate as expected for the remainder of the captured data through 14jun2025. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a3: patient gender was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that urgent log file review was requested. The event log file contained consistent low flow events. The estimated flows covered a range of values from 0.2 lpm to 2.6 lpm. Pump power appeared to be on the low side during these low flow events. The log files indicated the possibility of an obstruction somewhere in the vad circuit, potentially in the inflow cannula based on the lower pump powers seen in the log file. Additional log file review from (B)(6) 2025 revealed low flow events on 29may2025 which seem to have been induced by 3 manual pump speed adjustments down to 3000-3600 rpm, as well as low flow events whose cause appeared to be patient related.